Event description:
Customer reported the panorama central station displayed a blue screen, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the cpu board.